Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. The device was bloody. The device was tested for deactivation after releasing the toggle. The device did not always fully deactivate when the tool was in the cannula. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and no non conformities were found. Based upon the observation of the heater detached and the activation not releasing in the handle, the reported complaint for "unit stayed on" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two vasoview hemopro 2 units stayed on after activation was released. This is believed to be a toggle problem. A new kit was used to complete the procedure. There were no patient effects. The product was returned.